Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Power graph analysis confirmed power loss and an abnormal loaded voltage at the power graph due to connector resistance at the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. Pump received with scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a power loss alarm. The customer's blood glucose level was 176 mg/dl. No further details were given. The device will be returned for analysis.